Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking around button and pump vibrating periodically. There was no adverse impact to the customer's blood glucose level. Customer tried multiple steps with support, including removing pump from case, pressing button firmly, and connecting to a working power source, but pump display still did not turn on, so support arranged replacement pump under warranty, confirmed shipping address, and instructed customer to use multiple daily injections as backup, put pump into storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement device, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.